Manufacturer narrative:
H4: the lot was manufactured from (B)(6), 2019 - (B)(6), 2019. H10: the actual device was received for evaluation containing 143ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. After three days of therapy time, it was observed that only 50g of medication was administered (it was expected that the device would administer 50g of medication per day). There was no report of patient injury or medical intervention associated with this event. No additional information is available.